Event description:
Per the clinic, the patient developed an infection 4 days post-operatively resulting in fixture loss. Reimplantation is planned; however, it is unknown if this has occured as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.